Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during incoming inspection at the hospital, small puncture holes were identified on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the second package.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during incoming inspection at the hospital, small puncture holes were identified on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This report is for the second package.